Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases, void >1 mm in non-textured valve-to shell-bond area, and white particles. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless, it was considered non-related to the manufacturing process since the device was received out of their primary packaging/was an explanted device. Based on the device analysis the final assessment was no openings were found in the device, and creases/folding of implant condition was observed, nevertheless, was not related to the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.